Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. The device returned is a piece of the extruded tube (working length) attached to the stopcock. Also, the tube and the heat shrink were noted ripped (torn) in a straight line for all of the returned catheter piece, in the same side where the suture is located. The suture wire was found broken. No other anomalies or damages were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12jul2016. It was reported that the catheter was broken. A percuflex¿ nephroureteral stent was used for nephroureteral stent placement. During the procedure when the catheter was being placed, it was noticed the catheter was cracked at the base of the hub. The device was removed and the procedure was completed with another of the same device. No patient complications reported and patient's condition was fine. However, device analysis revealed that the device was torn and the suture was broken.